Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) connector pin bent; the bent pin most likely occurred during the implant attempt; helix disengaged from the helical channel; full lead analyzed.

Event description:
It was reported that at implant and before the lead was implanted, an "abnormality to the pace/sense lead tip" was observed. The lead was not used. No patient complications were reported as a result of this event.

Event description:
It was reported that at implant and before the lead was implanted, an "abnormality to the pace/sense lead tip" was observed. The lead was not used. No patient complications were reported as a result of this event.